Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) (okr). Okr checked the subject device and found that the endoscopic image was not displayed and color bar image was displayed due to the failure of the electrical circuit board when the endoscope was moved. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the scope communication error b30 occurred intermittently. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information that the failure of locking function of the video connector socket was confirmed, omsc surmised that the reported phenomena was attributed to transmission failure due to poor contact by insufficient connection between the subject device and the endoscope. The failure of locking function of the video connector socket was might be attributed to accidental failure, pullout without release the locking function or wear due to the long-term use because over seven years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.